Event description:
On (B)(6) 2008, the pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. For the past two years, the pt reportedly had been treated for type ii endoleak and an enlarging aortic aneurysm (details unk). On an unk date, a computer tomography scan showed the aneurysm enlargement was greater than 14cm. On (B)(6) 2013, the pt presented with severe abdominal and back pain and massive enlargement of the aortic aneurysm. The same day, an intervention was performed to treat the enlarging aneurysm. It was reported that during the procedure, a "gigantic" infrarenal abdominal aortic aneurysm with a right anterolateral contained rupture was identified. The proximal attachment site of the device reportedly appeared to be intact with no evidence of a proximal or distal type I endoleak. It was reported that intra-sac hemorrhage related to a large type ii endoleak, originating from the inferior mesenteric artery and two large posterior lumbar vessels was identified. These vessels were ligated to achieve control. A decision was reportedly made to explant the device due to the extensive length, leaving the proximal and distal attachment sites in place to be re-secured with sutures. A 24 x 22mm bifurcated dacron graft was then sewn in to the remaining transected devices. The pt was transferred in critical condition to the intensive care unit. No further adverse events were reported.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-released specifications. Additional devices implanted and involved in this event: pxl161407/05444595 and pxc201400/05454791.